Event description:
The customer stated the siderail has been damaged. The siderail will not latch due to the mounting screw holes being stripped.

Manufacturer narrative:
The technician found the siderail plastic appeared to be banged up and gouged. He replaced the siderail to repair the bed.